Manufacturer narrative:
(B)(4). It was reported a patient underwent manipulation under anesthesia due to stiffness approximately 2 months postop. According to tabers medical dictionary ¿ manipulation of a joint is a mobilization technique, sometimes involving a rapid thrust or stretching of a joint, with or without anesthesia. With anesthesia is (mua). Per clinical orthopaedics and related research, mua is used to treat and resolve arthrofibrosis (scar tissue) which can develop after any surgical intervention. This procedure is performed to increase articular motion and reduce chronic pain from arthrofibrosis. The indication for manipulation under anesthesia is related to limited range of motion and stiffness due to adhesions/scar tissue. The root cause of the reported event was determined to be unrelated to the implanted zimmer biomet device; therefore, a review of the device history records will not be performed. Additional associated products & mdrs: 42502006202 femur cemented cruciate retaining narrow right size 7 lot# 64459627 MDR: 3007963827-2022-00086. 42530006702 natural tibia trabecular metal two-peg porous bearing rt sz d lot# 64696514 MDR: 0001822565-2022-01017. 42522100412 articular surface medial congruent right 12mm height lot# 64442798 MDR: 3007963827-2022-00087. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent initial right total knee arthroplasty. Subsequently had a manipulation under anesthesia two months post procedure due to stiffness. Components remain implanted. No further event information available at the time of this report.